Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, so no additional corrective actions were taken by technical support.